Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds and loss of capture (loc) observed. It was noted that there was a helix of this lead came off during explant and remains in the patient. This patient experienced syncope prior to this explant procedure. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead will not be returned to boston scientific for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds and loss of capture (loc) observed. It was noted that there was a helix of this lead came off during explant and remains in the patient. This patient experienced syncope prior to this explant procedure. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead will not be returned to boston scientific for analysis.